Event description:
It was reported that the micro sagittal saw heated up at the handle during testing at the user facility. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon dissembly, the eccentric ball bearing on the driver was found to be broken. The presence of a broken eccentric ball bearing on the driver could cause or contribute to the handpiece heating up.